Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received stuck in a motor error alarm during the bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube, missing end cap sticker and broken battery tube threads.

Event description:
The customer reported that she received a motor error alarm on her insulin pump while priming. The customer was able to rewind the insulin pump and was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 160 mg/dl. Nothing further was reported.